Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that during an unrelated hospital stay, it was discovered that the patient's right ventricular (rv) lead was dislodged. The rv lead was repositioned and remains in use. It was noted that the patient had not been checked since the original implant date. No patient complications have been reported as a result of this event.